Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device passed bench handling, power cycling, and functional stress testing without duplicating the report. Review of the device log shows that the device warned the user of the low battery condition prior to shutting down. The last power off event was due to low battery power. The device was recertified and returned to the customer. The battery used during the time of the event was not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.